Manufacturer narrative:
Section e1 phone number complete information: (B)(6) the field service representative replaced the fitting kit, trigger_pre-trigger (rohs) as the part was found to be disconnected/loose. The fitting kit, trigger_pre-trigger (rohs) was deemed the likely cause and the part replacement resolved the issue. Data and information provided by the customer was reviewed. The instrument service history review revealed no additional service tickets associated with false depressed architect stat troponin results. A review of tracking and trending did not identify any trends for the fitting kit, trigger_pre-trigger (rohs) or the architect i2000sr processing module. The device history record review did not identify any non-conformances or any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial number isr64746 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed architect stat troponin-I results generated on the architect i2000sr processing module for one patient sample. The following results were provided: (customer provided female range 4 -16 ng/l for indeterminate, male range 4 - 35 ng/l for indeterminate) (B)(6) 2024 results = <4 ng/l in duplicate, repeat on another architect = 682 ng/l. The customer believes the result of 682 ng/l is correct since the patient has been running critical since 24apr2024. The customer repeated the sample and received results of = <4.0 ng/l, <4.0 ng/l and 342.7 ng/l the following additional previous troponin results were provided: (B)(6) 2024 = 600 ng/l, (B)(6) 2024 = 925 ng/l, (B)(6) 2024 = 1099 ng/l no impact to patient management was reported.